Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver was analyzed and found to have a broken grip at the grip base. A piece approximately 0.290" x 0.088" was found to be broken off. The broken piece was not returned.

Event description:
It was reported that during central processing, the mega suturecut needle driver had a broken tip. There was no report of patient involvement and no reported injury.